Event description:
It was reported that the sheath did not split uniformly and it frayed. This has happened one time before for this physician. No patient complications have been reported as a result of this event.